Manufacturer narrative:
Evaluation summary: neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that after the surgeon implanted the femur and the tibia, he inserted the articular surface but felt it was loose after being locked in place, so he removed the surface. The surgeon inspected the poly and determined that it showed no signs of damage, so he continued with the case and inserted the same articular surface again into the tibial component. The poly was seated, but the surgeon still claims that it was loose after being locked in placed. He did not ask for another poly and continued with the case and closed the surgical site. After completion of the case, the surgeon felt the poly was not secure within the locking mechanism, but made no attempt to address the issue.